Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was flipping in the pocket and causing discomfort. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates patient was twiddling ipg and patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg pocket was made deeper and the ipg was sutured down, and leads were explanted and replaced to address the issue.